Event description:
It was reported to boston scientific corp in 2009, that a resolution clip device was used during an upper endoscopy procedure performed in 2009. According to the complainant, an upper endoscopy procedure was performed on a male pt. The pt presented with arterio-venous malformation (avm) in the small bowel. Argon was used to burn the site, then epinephrine was injected. In addition, the physician wanted to use a resolution device clip, to clip the avm. The physician advanced the clip to the tip of the scope, then proceeded to pull the sheath back to expose the clip. The clip failed to advance. The clip was retracted from the scope and checked to make sure it was functioning properly, "it was". The clip was reintroduced, the sheath pulled back, and the clip was exposed. When the physician attempted to open the clip, it failed to open. The procedure was completed with only the argon and epinephrine treatment. There has been no report of injury or complications as a result of this event. The pt's condition was reported to be "stable".

Manufacturer narrative:
Failure to open. The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant info from that review, a supplemental medwatch will be filed.